Manufacturer narrative:
(B)(4). A visual and microscopic examination identified a break in the hypotube approximately 20mm from the catheter strain relief and a break on the mid-shaft section of the catheter approximately 2mm proximal to the guide wire port. The crimped stent, balloon, and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, crossing difficulties occurred. Vascular access was obtained through the radial artery. The 85% stenosed, 23mm x 2.75mm, eccentric, de novo lesion was located in the moderately tortuous and moderately calcified right coronary (rca) artery. The lesion was pre-dilated with an unspecified coronary balloon. During insertion, the physician attempted to advance a 2.75 x 24mm taxus liberte stent delivery system (sds) however, encountered significant resistance and could not cross the lesion. The physician successfully removed the device from the patient. The procedure was completed with another of the same device. There were no patient complications and the patient's current condition is reported as stable. However, analysis of the 2.75 x 24mm taxus liberte sds revealed a midshaft and hypotube break on the catheter.